Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient emailed the rep and said after she recharged last night, she saw "call your dr eos". This was premature according to the implant date. The rep did not believe the patient had any overdischarges and she saw the doctor every 3 months. The rep was going to see the patient to check dates to make sure implant date was showing correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative (rep). It was reported the patient does not have end of service (eos). Instead, the patient confirmed they had a 376 error message with doctor on the recharger. The patient is still receiving therapy, is charged at 100%, and therapy is on. A replacement recharger antenna was sent. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***